Event description:
The reporter stated that the accudrain began leaking, from a site just below the graduated burette, while connected to the pt. Integra has requested more info from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.